Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient wanted an additional charging unit. The patient confirmed that there was no issue with the device. The caller stated that they were having to recharge too often. The patient said prior to getting the ins the patient was told they would need to charge every other day and it was suggested that the patient charge daily. The patient stated that the ins was draining too fast and has to charge 2.5 times a day, which means that the patient has to charge the controller twice a day. The patient added that the they had the ins turned on for the first time (B)(6) and had a follow-up on (B)(6). The patient recently was reprogrammed. The patient met with the manufacturer's representative (rep) on (B)(6) who changed the patient's settings to be on for 15 minutes and off for 5 minutes. The patient stated that the rep made the change to see if this saves the patient from having to charge the ins as often. The patient stated that they started charging at 9 or 10 at night and by 6 am the next morning the ins went dead and needed to be charged again. The patient stated that the ins lasted an additional 10% from the charger rep made, but when the device turns off the patient is hurting. The patient stated that they tried sleeping with their higher settings, but didn¿t stop it from hurting. The patient was meeting with the rep again at the healthcare provider (hcp) office to change back to have the ins on all the time. No further complications were reported or anticipated.